Event description:
It was reported that bd luer-lok¿ syringe had scale marking issues. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: out of 30 boxes of syringes bd ref: 301073 lot 8242853 (dab089744), 800 syringes were taken out and 32 have a duplication of screen printing. No risk because numbers are legible and the scale is duplicated. So, the sampling will be compliant. No risk for the patient.

Manufacturer narrative:
Investigation: three photos depicting three 3ml syringes were received and evaluated. 2 of the 3 syringes were observed to have clear lateral doubling of the scale markings. Although the scale and numbers were legible, the doubling of the numbers observed is considered rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the scale marking double defect is associated with the marking process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe had scale marking issues. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: out of 30 boxes of syringes bd ref: 301073, lot 8242853 ((B)(4)), 800 syringes were taken out and 32 have a duplication of screen printing. No risk because numbers are legible and the scale is duplicated. So, the sampling will be compliant. No risk for the patient.